Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) replaced and adjusted the reagent probe and performed a reagent carryover check. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.98 mmol/l. The repeat result was 2.26 mmol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.